Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a vats lung wedge resection, the surgeon inserted reload into the patient several times trying to get the proper positioning. The pa had the stapler at one point and tried to fire it on lung tissue and it would not fire. The surgeon thought they accidentally started the firing while they were trying to get the angles they wanted. Once it wouldn't fire he pulled the stapler out and noticed a few staples of the reload were in the crotch so he thinks they accidentally fired it when they were placing it and removing it on tissue. They opened up another reload and tried loading it and couldn't load it. They opened up another manual stapling handle and loaded the reload. It loaded fine but once they put it in the patient, he couldn't fire it. They then used ethicons stapler powered handle and their black reload. Another reload and manual stapling handle were opened and loaded properly. It was inserted into the patient and wouldn¿t fire, pulled out of chest and the reload was loose and wasn¿t attached properly. They tried to unload the reload and it broke and a couple of plastic pieces fell off. They opened the ethicon black reload and powered handle to complete the case. There was no patient injury involved in the event.